Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2001-(B)(6). (B)(4).

Event description:
It was reported the impedance had risen to over 2700 ohms. It was later reported that there was a possible right ventricular lead fracture. The lead will be explanted and replaced. No patient complications were reported as a result of this event.